Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and myocardial infarction are listed in the promus instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure took place on (B)(6) 2010 during which one promus stent was implanted successfully in the distal circumflex due to unstable angina. On (B)(6) 2011, the patient presented to the hospital with paroxysmal atrial fibrillation and recurrent ischemic symptoms. The patient was reported to have been hospitalized with a non st-elevated myocaridal infarction along with pancytopenia. The patient was reported to have been diagnosed with pagets disease at the same time. It was reported that the patient's prostate specific antigen was elevated and the patient was diagnosed to have had stage IV prostate cancer. There was no reported treatment at the time of this event. No additional information was provided.